Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-70339.

Event description:
The customer reported via phone call that she experienced low blood glucose on 6/6/2015 and her husband found her wandering in the garage. Customer stated it was probably because she hadn't eaten anything. Customer also reported she experienced high blood glucose over 400 mg/dl the night prior to the call because she had lost her meter and had not tested. Customer was unable to calibrate the sensor due to the high reading. Customer checked her current blood glucose at 133 mg/dl; sensor was reading 170 mg/dl. She was assisted with calibration.